Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the stylet could not be advanced through the lead. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance the stylet/guidewire was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found no anomalies. X-ray examination found the inner coil to be over torqued at the connector region, consistent with procedure damage. The stylet could not be advanced due to an over torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to over torque of the inner coil at the connector region, consistent with procedure damage.